Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter had a cracked display. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged display issue occurred on (B)(6) 2020 when he sat on the device. The patient stated that he manages his diabetes with insulin. The patient claimed he continued to take his usual dose of insulin when he was unable to perform a blood glucose test due to the alleged issue. The patient reported developing symptoms of ¿headache and blurry vision¿ on (B)(6) 2020. The patient denied receiving medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient had used the subject meter and that there was misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.